Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b3, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and 4 colony forming units (cfu) of pseudomonas aeruginosa was identified. The user did not report any contamination or any other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent used is aniosyme x3. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using the brush asept-inmed (ref: (B)(4), lot: 210855). The scope is manually disinfected using amioxyde 1000. The customer automated endoscopic reprocessor (aer) was not cultured. The endoscope was placed horizontally and stored. The maintenance and repair was performed by olympus. The endoscope was not sterilized. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfus)/ endoscope of microorganism. Overall, the results are in conformance with the requirements. The device was returned. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted for device evaluation findings. The device was returned. An evaluation revealed scratches on the distal end cover. The adhesive of the bending section cover was separated. The connecting tube was buckled. The scope cover was cracked. The universal cord was wrinkled. The angulation in the up/down direction was less than the specified value. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.